Event description:
Additional information was received from a consumer. It was reported that the patient had issues at with the bars at the bottom. The patient stated that they aren't getting 8 bars while charging. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that they could not charge yesterday and they having to charge too frequently on the day of the report. The patient stated that they have 6 coupling bars and have been charging for about an hour or two without any increase in battery. The battery has not moved about 75%. The patient would continue to monitor their charge and reposition the antenna to try for 8 coupling bars instead of 6. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.